Event description:
Reporter alleged obtaining a result of 497 mg/dl on compact plus system 1 compared back to back with a result of 172 mg/dl on compact plus 2 when testing was performed within 10 minutes. Reporter stated that at another time, she obtained the results of 443 mg/dl and 179 mg/dl back to back within 10 minutes on either one or both of the same compact plus systems. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
This medwatch report is for one of the suspect devices used, as the customer was unsure which results were obtained on which system. (B)(6). Device received in a condition that made analysis impossible; at the time the suspect device received, the drum was empty.